Manufacturer narrative:
The customer was using reagent lot 117273 with calibrator lot 116461 during this time. Qc was within the customer's established ranges. Last system check was performed on (B)(4) 2012 when the fse was on site and was passing within customer's expectation. There were no errors posted in the event log during this event. A field service engineer (fse) was dispatched on (B)(4) 2012. Multiple hardware verification procedures were performed. All assays were calibrated and qc was within range. The cause of this event is unknown. An MDR associated with similar problem is being reported from this account: 2122870-2012-00529.

Event description:
A customer contacted beckman coulter inc. (Bec) to report that their unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin (accutni) result, above the ami cutoff, for one patient. The result was not reported out of the lab. The sample was repeated in duplicate on the customer's different instrument and repeated accutni results recovered lower, within the normal reference range. A fresh sample collected from the patient and run on the different instrument gave a result within the normal reference range. No injury or change to patient treatment was reported to the customer in association with this event.